Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04041 it was reported that the patient died. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the proximal to mid left anterior descending (lad) artery. After placing a 3.5 mm 6f non-bsc introducer sheath and crossing the lesion with a 0.014 non-bsc guide wire, predilation was performed with a 2.5 x 12 mm non-bsc balloon catheter. A 3.00 x 28 mm promus element ¿ drug-eluting stent (des) was then deployed. Post dilation was performed with a 2.75 x 8 mm non-bsc balloon catheter at 18 atmospheres. However upon angiography check, a dissection was noted on the distal part of the stented area extending to the distal lad. Another 3.00 x 28 mm promus element ¿ des was then deployed to cover the dissection and post dilation with the 2.75 x 8 mm non-bsc balloon catheter. Final angiography shows timi 3 flow and the patient was stable and was transferred to the intensive care unit (ICU). However, the patient eventually died.